Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-77 (slave cpu received no revolution interrupt while motor was rotating) alarm. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f77 alarm (slave cpu received no revolution interrupt while motor was rotating) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be due to the cpu board was found damaged. The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.